Event description:
It was reported that the device experienced "door jammed" alarms. It was also reported that there was no pt injury or adverse event.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Confirmed the reported symptom through the history log ("door jammed" alarms) but could not be reproduced during the evaluation. Evaluation found pump door able to close as designed with loaded set by pressing the upper and lower corners near the door hooks (as described in the operator's manual). The device was returned to the customer.